Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold and opening curved on radius leak test and microscopic analysis was performed which identified: wear abrasion, observed void >1 mm in non-textured, valve-to shell-bond area, striated broken on fill channel and opening crease smooth on radius. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: an opening crease smooth on radius due to fold flaw opening. A striated broken on fill channel due to surgical damage consist in the use of some surgical tool.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.